Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose at the level of 500 mg/dl. Customer was treated with insulin pump. It was reported that the insulin pump alarmed unexpected power loss. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Device received with a constant failed battery test alarm due to moisture damage electronic assembly. Unable to verify power loss alarm and perform the self test, sleep current measurement, active current measurement and displacement test due to constant failed battery test alarm. Device received with device received with cracked case behind the device at the battery compartment and cracked battery tube threads.